Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and not available for analysis. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. The sheath was discarded at the facility and is not available for investigation.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for an arch aorta aneurysm and an abdominal aortic aneurysm with a gore® tag® conformable thoracic stent graft with active control system and a gore® excluder® aaa endoprosthesis utilizing gore® dryseal flex introducer sheaths (dsf). The dsf1633 was inserted from the left femoral artery. During the procedure, the dsf1633 came out unintentionally causing the bleeding, and blood pressure decreasing was observed. It was unknown why the sheath came out. No rupture or vessel damage occurred at the left side. Bleeding was observed at the insertion site. No transfusion was performed for this insertion site bleeding. There was no other hemodynamic impairment except of hypotension. The vessel measurements in the left treated area are not available. According to the physician, the patient had a tortuous anatomy that might be caused the event. The procedure was completed. The patient tolerated the procedure.